Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine system upgrade, it was not possible to place a new right ventricular (rv) lead due to an occlusion related to the chronic rv lead. The chronic lead was explanted and replaced. No further patient complications have been reported as a result of this event.